Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 108mg/dl (meter), 159mg/dl (lab). Tests were done within <10 mins with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.